Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 9.5 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later removed on (B)(6) 2018, because there was reportedly an incorrect power lens chosen on the original implant with unknown/unspecified visual issues. The patient was left aphakic and there was no replacement lens at this time. There was no incision enlargement, no vitrectomy, and no sutures used. There was no patient injury and the patient is stable post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/01/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was then inspected using a 12x magnification and showed a long cut on the optic of the lens and damage at the edge of the optic area. Unable to determine if the cut and damage are a result from the lens explant process. Considering the condition of the lens, additional analysis is not possible. Unable to confirm the reported complaint. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.